Event description:
The advocate reported that since (B)(6) 2018, the customer's blood glucose readings were not being stored in the memory of a contour next link 2.4 meter. During the call, a test was performed and the result was stored in the meter's memory. No adverse event was alleged. The advocate was advised to return the meter for evaluation. Replacement meter and test strips were sent to the advocate.